Manufacturer narrative:
This report is filed on november 03, 2016. Implanted device remains.

Event description:
It was reported that the patient developed an infection at implant site, clinical management is ongoing.